Event description:
The patient reported hearing static and popping with the implant system. Using the appropriate diagnostic equipment, it was determined that the device was not functioning according to manufacturer's specifications. Several electrodes in the patient's device were found to be faulty. Explantation/reimplantable surgery is being considered.